Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor's pressure alarm went up to 500 and then stopped. The customer knew they were not over pressure. The device was not changed out, as they switched the pressed cable from channel a to channel b and the unit worked fine. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Customer does not want monitor repaired (they only use one channel, therefore they will just use channel b).